Event description:
When the pt turned his stimulation on he experienced a shocking sensation in the right side of his body which lasted 5-7 seconds. It started in his right arm, traveled through his body to right leg and toes, and then disappeared. The symptoms coincided with the car crash. The pt did not feel the shocking after switching to a different pt programmer. The pt also experienced shocking on his left side (see mfg report # 3004209178200805581). The bilateral pulse generators and left sided extension were replaced.